Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold resulting in loss of capture. Despite multiple repositioning attempts, these issue persisted. The ra lead was not used and replaced on (B)(6) 2026. There were no patient consequences.